Manufacturer narrative:
(B)(4). The involved device was returned and evaluated. Examination confirmed the glidewire had been fractured at approximately 86mm from the distal end. Microscopic examination revealed: the urethane layer was found to be ripped and bent outward; the urethane layer was noted to have evidence of stretching; and creases were found in the circumferential direction on the area adjacent to the fractures indicating that the actual sample had been subjected to bending forces. Evaluation of undamaged sections of the returned sample confirmed there were no anomalies or defects. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined based upon the available information, the investigation findings show that it is likely the glidewire was subjected to push-and-pulling and torque manipulations resulting in separation of the device. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including, "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire gt" and "do not rotate the guidewire repetitively in a curved vessel for a long period of time as this may cause damage to the guide wire gt." All available information has been place on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the glidewire gt "broke" during a procedure. The following information was provided by the user facility: the glidewire was used with a veloute (competitor's catheter); the tip of the glidewire became "stuck" when used with the veloute with an inner diameter that was too small; subsequently, torque forces were applied to the device; following the use of torque forces the wire became separated; the separation occurred in the veloute and the device was able to be retrieved successfully; there was no reported impact to the patient as a result of the event; and the procedure was completed successfully.